Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h108 previously reported events are included in this follow-up record.product return status6 devices were received.2 devices were not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. - 6 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 0001811755-2021-00347 but should be included under this report. 8 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 4 devices were received. 3 device investigation types have not yet been determined. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device had a component detach. 7 events had no patient involvement; no patient impact.